Manufacturer narrative:
(B)(4). A partial lead was returned for analysis in two segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported when an asymptomatic patient presented to the hospital for a routine device changeout, lead noise was observed on the atrial channel. The atrial lead was removed and replaced using a laser extraction. No adverse consequences were reported during and after the procedure. The patient condition was stable after the procedure.

Event description:
New information noted that the atrial lead exhibited oversensing of noise and documented false atrial fibrillation.